Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for via phone call for blank display and high blood glucose. The customer¿s blood glucose level was 486 mg/dl at the time of the incident. Customer stated that they washed the insulin pump and put a new battery and reset the insulin pump and everything and now after a few weeks it is no longer working and has tried new batteries to turn it on and it will no longer do anything. Customer has a blank display now and will not turn on. Customer stated that a few weeks ago about exposure to fluid and this past weekend it finally gave out and will no longer turn on. Customer is not calling back after receiving a new battery cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Pump received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, broken battery tube threads and cracked reservoir tube lip.